Event description:
Dirty needle stick. Rn had just finished an im(intramuscular) vaccine injection and was activating the safety on the needle. The needle did not slide into the safety and instead curled up poking the palm of the rn's hand.